Event description:
It was reported that the heat set detection sensor of the device responds unreliably. There was no patient involvement and no harm reported.

Manufacturer narrative:
One device was returned in good condition. Functional testing was performed duplicating the customer's reported problem. Visual inspection was not performed. The root cause of the issue was a faulty microswitch, the microswitch was replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.